Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. The customer declined repair and service for the unit. Should parts be returned or additional information become available, a supplemental report will be filed.

Event description:
The customer reported "suffocation". The device was not in use at the time the issue was discovered. There was no patient or user harm reported. The event date was not specified; estimate used.